Event description:
It was reported the patient had her acticon pump and balloon removed in (B)(6) 2006 due to infection. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Additional information: balloon, catalog #: 72400024, expiration date: 8/11/2008, serial #: (B)(4), manufacture date: 8/2003. Pump, catalog #: 72402287, expiration date: 7/21/2009, serial #: (B)(4), manufacture date: 7/2004.